Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error alarm. Customer's blood glucose level was 119 mg/dl. The customer was assisted with troubleshooting. The customer reported that the power error alarm recurred after troubleshooting. Insulin pump was returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Pump error 25 due to j6 connector resistance issue.